Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors instrument moved in the opposite direction. The procedure was completed with no patient harm, adverse outcome or injury. The issue caused a delay of 15 to 30 minutes. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was trying to use the instrument. The instrument could be moved, but it moved in the opposite direction. The issue was only partially. The system was restarted and then the instrument replaced. There was no injury to the patient. The instrument was not inspected before use.